Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was oversensing, possibly oversensing mypotentials. The oversensing caused non-sustained arrhythmia episodes to be noted in the ICD therapy history when the patient's heart rate was normal. However, the episodes did not result in therapy delivery. Further testing was done, but the oversensing could not be reproduced. An additional rate sensing lead was implanted to prevent myopotential oversensing. No oversensing problems have been reported since the new lead was implanted. The ICD remains implanted and will be monitored according to the normal follow-up schedule.